Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) 2 due to error 32056 reporting. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and remote fe recorded error 32056 coupled with error 1123 pointing to axis 1 i2c device. Unit was tested on an in-house system in normal mode with it triggered error 32056 and 1123. Unit was also tested on a pftp where it failed agc current and sensors check on dof 2. Aba troubleshooting was performed with gold yaw slsa ffc installed and test passed. No signs of damage during visual inspection. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The yaw slsa ffc was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error 32056. Prior to calling caller has epo patient side cart (psc) with no change. Error 32056 on universal surgical manipulator (usm) 2 observed in logs. Technical support engineer (tse) walked caller through one additional epo, at caller's request, with no change. Caller disabled usm2 and post completed. Caller to speak with surgeon on how to proceed as all other psc are in use. The customer reported event has no report of patient injury.